Event description:
The user was unable to ligate a clip during use as the jaws were misaligned. Therefore, another applier was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. It was also found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in april of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly sticking out on one side of the outer tube assembly therefore we are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) fingers are both damaged where they engage the jaws. We suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was unable to ligate a clip during use as the jaws were misaligned. Therefore, another applier was used instead.